Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump passed the displacement test. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps having low battery alert less than a week. Troubleshooting was performed. Customer blood glucose reading was 192 or 292 mg/dl. The battery was changed. The product will be returning for analysis.